Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4049002 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cov4049002 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer performed the tests correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, and nothing next to the t-line. The customer was able to send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.